Manufacturer narrative:
Information in section f provided by the manufacturer. Patient information was not provided as no impact to patient. Outcomes attributed to adverse event does not apply due to product problem reported only. Date of event is unknown and not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon inspection of the machine, the fss identified a burnt component on the inverter dc to ac printed circuit board assembly (pcba). The fss replaced the inverter pcba. The cause of the burnt component on the pcba was not determined. In addition, the fss performed a preventative maintenance on the unit. Performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported there was smoke and an odor of burnt from the phacoemulsification machine monitor/screen. The clinic reported no patient involvement.